Manufacturer narrative:
Follow-up #1: date of submission 10/17/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 10/02/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. The pump powered up to the verify screen with auditory and vibratory features. No tactile issues were found with the buttons. The display screen was dim and discolored. The reported display issue was duplicated in the investigation. Unrelated to the display issue, the battery compartment was found to have cracked below the grip pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the display of the pump was dim. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.